Manufacturer narrative:
Additional devices listed in this report: cat# 542-11-50e, description:trident psl ha cluster 50mm, lot # 53888101; 6570-0-136, delta v-40 ceramic head 36/0, 55098502; 6721-0635, size 6 accolade ii 127 deg, 54270502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Removal of implants due to infection of the left hip.